Event description:
Pt underwent total hip replacement surgery 2001. The pt complained to the surgeon of a squeaking hip. According to the surgeon, x-rays suggested an infero medial segment of ceramic had detached. Revision surgery was performed 1 year later.